Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the seal was compromised. A guidezilla extension catheter was selected for use. Upon unpacking, it was noted that the inside packaging was open. The device was not inserted in the patient's body. No patient complications reported.